Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 17854071, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the leads were found to be satisfactory.

Event description:
A report was received that the patient had lead migration. It was also mentioned that the location where the leads go into swells and hurts. The patient went to the emergency room (ER) and infection was suspected. One of the leads was sticking out and skin breakage was confirmed. The patient underwent an explant procedure and was prescribed antibiotics. The patient was reportedly doing well.